Event description:
It was reported that during a da vinci si thymectomy procedure, a piece of the plastic wheel on the permanent cautery spatula instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor cap is missing from the distal end; however, the cap was not returned with instrument. The conductor wire is exposed between the distal clevis and yaw pulley as a result of the damage. The yaw pulley extruded boss feature that mates with the cap is broken off, which allowed the cap to slip out. No other damage was found.